Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's follow-up the physician noted one measurement of the left ventricular lead had impedances out of range. The left ventricular capture was stable. The physician decided to monitor the patient until the next follow-up. The patient's condition was fine.